Event description:
It was reported that the patient missed her refill and the pump went dry. The low reservoir alarm was (B)(6) 2013 and empty pump reservoir occurred on (B)(6) 2013. The patient¿s pump was being refilled on (B)(6) 2014 with 500 mcg/ml and the health care provider (hcp) wanted to program the dose at 25 mcg/day as the reporter was educated that the lowest dose with 2000mcg/ml was 96mcg/day. The reporter denied the patient having had any therapy symptoms with the refill. This device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).